Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil stretched and prematurely detached inside the aneurysm. No intervention was taken as the coil was in the intended location. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).